Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetes complications. The patient's blood glucose levels were not reported. It was reported that the patient was experiencing connectivity issues with their glucose monitor. It was reported during follow-up call that the hospital helped patient to resolve the connectivity issue. Symptoms were not reported. Treatment was not reported. Length of hospital stay was not reported. Additional information is being solicited, a supplemental report will be submitted if received.